Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient implanted with a neurostimulator for cervical radiculopathy. It was reported that the patient didn't think their recharger was charging their ins correctly and that it seemed like something was wrong with the "reading" of the ins charge level. The explained that the ins didn¿t charge past 75% full, and that there was no way that it was still 75% charged after a week. The patient said that since this had started, they don¿t feel "amped up" describing that as they feel the stimulation but it doesn¿t feel like its at 100% and it is weaker than it was before. This was not an out of box failure. Replacement equipment was being sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.